Event description:
Related manufacturer report number: 2017865-2023-23983 during follow-up, sensing noise was observed on the right ventricular (rv) lead and the right atrial (ra) lead. The rv lead and the ra lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in three pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.